Event description:
It was reported that after predrilling, the screw broke off. No patient injuries were reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Updated.